Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report numbers: 3008452825-2021-00190, 3008452825-2021-00191, 3005334138-2021-00211, 3005334138-2021-00212. Several weeks following the ablation procedure, the patient experienced a massive stroke followed by cardiac arrest in the ICU and passed away on (B)(6) 2021. It was noted the patient had a family history of cvas. Further information regarding this event is not available.